Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with two 450cc mentor memorygel breast implants. Post-operatively, the patient suffered right breast capsular contracture (baker grade IV). As a result, the patient has been scheduled for implant removal surgery on (B)(6) 2022.

Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).